Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a patient. On (B)(6) 2012: I-stat, time: 10:42, result: 0.74; I-stat, 11:13, 0.03 same sample; dimension rxl, 11:34, <0.04 same sample; I-stat, 11:59, 0.01 new sample. Based on the information available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).